Event description:
It was reported that the customer had an occluded reservoir. Customer was advised to use the pen to lower their blood sugar and to change the set and insertion area. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.